Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient is recovering from pneumonia. There was no report of patient harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 05/24/2024: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. In addition, dust/dirt and tobacco contamination was found inside the device. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient is recovering from pneumonia. There was no report of serious patient harm or injury. The device was returned to the service center. During the evaluation of the device at the service center, the device was visually inspected and the presence of foam contamination inside the assembly was confirmed. In addition, dust/dirt and tobacco contamination was found inside the device. Device was scrapped. In this report, box h has been updated/corrected.